Event description:
It was initially reported that during the preparation of 6mm angioguard, the filter basket could not be properly docked into the deployment sheath tip. This complaint did not initially meet the criteria as an MDR reportable complaint. Additional information was received via the failure analysis on (B)(6) 2010 and via subsequent follow-up investigation. The physician was unable to insert the angioguard into the terumo y-connector, which was attached to the guiding catheter inside the patient's body. As a consequence, the filter basket became damaged and the distal coil stretched. The physician stopped using the device and changed it to another one. The product had been stored, handled, and prepped according to IFU. Another product was used to successfully complete the procedure.

Manufacturer narrative:
During preparation the filter basket could not be properly docked into the deployment sheath and the physician was unable to insert the angioguard into the terumo y-connector, which was attached to the guiding catheter. As a consequence, the filter basket became damaged and the distal coil stretched. The physician removed the device and changed it to another one. The complaint reported as "delivery system loading (docking) difficulty-into delivery sheath" could not be confirmed because it was not possible to perform a functional test given the damages the filter basket presented. In addition, neither the DHR review nor the device analysis suggest that manufacturing factors could have contributed to the reported failure. According to the complaint file information, the malfunction reportedly happened during prep, but the blood found on the device indicates use; therefore, based on the analysis, it appears that procedural factors may have impacted on the event. Evaluation summary: one non-sterile angioguard xp was received coiled in a plastic bag. The received components were the wire system, deployment sheath and the torque device. The torque device was mounted and tightened on the proximal end of the guide wire. The filter basket was docked and blood was observed on it and inside the deployment sheath. The distal coil had a wavy appearance and was also stretched. The guide wire was kinked and bent. The guide wire was then retrieved from the deployment sheath and both components were put into hot water in order to remove the blood and perform a functional analysis; however, after the blood was removed, the filter basket was found to be damaged; therefore, a functional analysis could not be performed. The joints were found to be correct. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable.